Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported via a call from the rn of the clinical support specialist (css) at 0917 mst that while in the coronary care unit (ccu), before the pt arrival, the rn was calling with general questions about adapting a datascope (ds) catheter (competitors) to an arrow pump. The rn stated that both 30 cc and 40 cc adapter are ready. The rn just wants to know if there is anything else needed. The css discussed with the rn the various sizes that ds balloons come in and how to adapt those to our pumps using the adapters. The css also explained that the central lumen on a ds balloon is smaller and it can easily dampen; the rn should be aware that they may not be able to transduce a pressure from that. The rn stated that the pt also has a radial a-line and the rn would use that if needed. The rn asked if their fiber optics can be used on an arrow pump. The css explained that they are not adaptable. The rn verbalized understanding of all explanations. The css encouraged the rn to call again if needed. At 1320 the rn called again regarding the same pt. The pump is alarming "low helium." The tank has been changed out multiple times and the valve is open. Each time the tank is changed out the tank does not register any helium at all. The rn said abruptly of the need to go and hung up. At 1400 the css called to f/u with the rn. The rn stated the pump was changed out for another and everything is working fine now. The original pump was sent to biomed. The rn thanked the css for the f/u and the css encouraged the rn to call again if the rn needed additional help. The css then attempted to call biomed to get the serial number for the original pump. There was no answer so the css left a voicemail message. As a result, the pump was switched out successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No report of delay or interruption in therapy noted. The pt outcome was the pt was still receiving iabp therapy. Additional info received on (B)(4) 2012, from the perfusion department stated that they were unable to give me the serial number for the pump involved in this event. They stated the pumps are being moved around all the time. After checking out the pump the helium regulator had to be replaced due to a leak found. The part will not be returned because it is not under warranty. The pump is back in service.